Event description:
During a transfemoral tavr procedure, an aortic rupture occurred; there was no intervention performed due to the patient¿s deteriorating condition. While advancing the valve, the 23mm sapien xt seemed to get stuck on the patient¿s extremely calcified annulus. Once the valve successfully crossed the annulus, pacing was started, an injection was performed, and the valve appeared too aortic. The physician pushed on the valve to correct the position, but the valve and delivery system were pushed too far ventricular. At this point, the patient became hypotensive as there was difficulty pulling the valve into the annulus. The valve was pulled back across the annulus and extensive CPR was performed to improve the patient¿s blood pressure. It was then decided to put the patient on cardio-pulmonary bypass. Once the patient was on bypass and seemed to be stable, the valve was deployed in the 50/50 position. There was mild pvl, the leaflets were working well, and no pericardial effusion was seen. The patient was taken off of bypass and was doing well. However, 15 minutes after being taken off of bypass, the patient¿s pressures dropped again. It was observed that the patient had a pericardial effusion and the heart was not moving. A pericardial window was performed to drain the effusion, at which time a tear was found in the aorta. There was no intervention for the tear, as the patient decompensated and ultimately expired. It is unknown if the tear occurred during valve deployment, after valve deployment, or during CPR. The patient had severe annular calcification, severe leaflet calcification, and severe aortic root calcification. The patient¿s native annulus diameter is 20mm, and the area was 415mm.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause and timing of the aortic rupture cannot be confirmed. It is likely that patient factors (severe annular calcification, severe leaflet calcification, and severe aortic root) and procedural factors (device manipulation and extensive CPR) could have contributed to the aortic rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.